Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions, within its original sealed package inside a plastic bag. The returned sample was visually inspected to 12" to 16: and normal conditions of illumination. No damage or broke components were found in the returned sample. The product sample met all specifications. The reported issue was not confirmed. The root cause of the reported issue could not be determined. No corrective actions are required since the customer complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device hub was bending or breaking, which happens after multiple usages. Also, there was a report of the butterfly needle sets exploding. The rubber stopper prevented blood from coming out when there is not a tube pressed into the needle for filling. No patient injury was reported.